Event description:
It was reported that the morning after implant the right atrial (ra) lead had dislodged and was sensing ventricular depolarization and no atrial activity. The right ventricle was able to be captured. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.